Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), neoplasm malignant ('cancer'), uterine cancer ('uterine cancer'), ovarian cancer ('ovarine cancer') and bipolar disorder ('bipolar depression') in a 28-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Medical conditions: current weight: 150 lbs. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual cramp"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy bleeding"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), irritable bowel syndrome ("ibs"), diarrhoea ("diarrhea"), constipation ("constipation"), mood altered ("moody"), premenstrual syndrome ("bad pms"), anger ("anger"), weight fluctuation ("weight gain/ loss(specify which one) both. I would lose and gain") and abdominal pain lower ("lower stomach at reproductive organs"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient was found to have uterine cancer (seriousness criterion medically significant) and ovarian cancer (seriousness criterion medically significant), 1 year 2 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), headache ("headaches"), bipolar disorder (seriousness criterion medically significant), anxiety ("anxiety") and panic attack ("panic attacks") and was found to have hormone level abnormal ("hormonal changes") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device dislocation, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, hormone level abnormal, fatigue, tooth disorder, gastrointestinal disorder, headache, migraine, neoplasm malignant, irritable bowel syndrome, diarrhoea, constipation, mood altered, premenstrual syndrome, anger, weight fluctuation, uterine cancer, ovarian cancer, bipolar disorder, anxiety and panic attack outcome was unknown, the vaginal haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anger, anxiety, bipolar disorder, constipation, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, mood altered, neoplasm malignant, ovarian cancer, panic attack, pelvic pain, premenstrual syndrome, tooth disorder, uterine cancer, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: she had received treatment for following events" changes, fatigue, dental probs., gi (gastrointestinal) conditions, headaches, migraines, cancer". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received: new events added: abnormal bleeding (vaginal), ibs, diarrhea, constipation, moody, bad pms, anger, weight gain/ loss (specify which one) both. I would lose and gain, uterine cancer, ovarian cancer, bipolar depression, anxiety, panic attacks, lower stomach at reproductive organs. Reporter information were added. Event outcome, event onset date were added. Model number were changed, reporter information were updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental problems"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), headache ("headaches") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), oophorectomy (bilateral)). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, hormone level abnormal, fatigue, tooth disorder, gastrointestinal disorder, headache, migraine and neoplasm malignant outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, neoplasm malignant, pelvic pain and tooth disorder to be related to essure. The reporter commented: she had received treatment for following events" changes, fatigue, dental probs., gi (gastrointestinal) conditions, headaches, migraines, cancer". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ migration, apareunia, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), hormonal changes, fatigue, dental probs., gi (gastrointestinal) conditions, headaches, migraines, cancer and she did not undergo an essure confirmation test¿. Reporter¿s information, demographics, essure indication; essure removal date (updated) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.